Event description:
It was reported that noise was observed. The pace/sense portion of the lead was capped and replaced. Defib portion of the lead remains active. There were no adverse events to the patient.

Manufacturer narrative:
(B)(4).